Manufacturer narrative:
Pump received with a missing/partially broken retainer ring. Unable to lock a sc1 cap into the reservoir compartment due to a missing/partially broken retainer ring. The following were noted during visual inspection: cracked belt clip rails, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, cracked case, keypad overlay texture damage and component physically damaged. Cosmetic damage was confirmed at keypad overlay texture damage. Unit was received with burned case and keypad overlay. Missing/partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to missing/partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump was destroyed due to a fire. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-342g & mmt-431ag. Troubleshooting was done and found the customer reported the pump functionality was affected as it was no longer functioning. The customer also stated the reservoir & infusion set showed signs of damage. Advised the insulin pump would be replaced. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis but the product(s) mmt-342g & mmt-431ag will not be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.